Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding when attempting to clear a battery out limit alarm. Customer's blood glucose was 600 mg/dl, which was treated with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.